Manufacturer narrative:
The failure for overheating was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The coupler was found to be worn.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.